Event description:
It has been reported to philips that the system got shut down and was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. Problem occurred during machine routine checkup at morning. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine shut down and won't turn on. Upon functional testing fse identified fuse was defective in the mdp start up board in the m rack 2. To resolve the issue fse replaced fuse in the mdp startup board. After this, the system was returned to use in good working order.